Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f2000504 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user loaded the clip on the applier, the clip broke (prior to use on the patient). To solve we used clips from a cartridge from the same lot number and 2 other cartridges from a different lot number with success.